Event description:
It was reported that revision had taken place due to patient's complaint of pain. Upon removal of ldh, there was no bone in-growth.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s.